Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient was hospitalized with peritonitis. Additional information was obtained through follow-up with the pdrn. The patient went to the emergency room (ER) on (B)(6) 2025 due to abdominal pain. The patient did not notify the pd clinic that they went to the ER. At the ER it was noted the patient had an elevated white cell count (no values available). The patient was admitted to the hospital with a documented diagnosis of spontaneous bacterial peritonitis (sbp). No culture results were in the patient records. The patient was administered antibiotics with intraperitoneal (ip) vancomycin 1,250mg every 5 days. The patient was discharged on (B)(6) 2025. The patient had two remaining doses of antibiotics to be administered on (B)(6) 2025. No cause was attributed for the sbp. The pdrn stated this patient does not follow any instructions pertaining to pd therapy as he does not believe he can get an infection. No further information was provided.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty select cycler with liberty cycler set and the patient event of spontaneous bacterial peritonitis. However, there is no documentation in the complaint file of a causal relationship between the use of the liberty select cycler with liberty cycler set and the peritonitis event. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. The cause of the sbp is not known, however; sbp is usually due to translocation of bacteria from the intestinal lumen, and most are caused by enteric bacteria (mainly escherichia coli, klebsiella pneumonia, enterococcus faecalis, and enterococcus faecium). Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s spontaneous bacterial peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient was hospitalized with peritonitis. Additional information was obtained through follow-up with the pdrn. The patient went to the emergency room (ER) on (B)(6) 2025 due to abdominal pain. The patient did not notify the pd clinic that they went to the ER. At the ER it was noted the patient had an elevated white cell count (no values available). The patient was admitted to the hospital with a documented diagnosis of spontaneous bacterial peritonitis (sbp). No culture results were in the patient records. The patient was administered antibiotics with intraperitoneal (ip) vancomycin 1,250mg every 5 days. The patient was discharged on (B)(6) 2025. The patient had two remaining doses of antibiotics to be administered on 10/sep/2025 and 15/sep/2025. No cause was attributed for the sbp. The pdrn stated this patient does not follow any instructions pertaining to pd therapy as he does not believe he can get an infection. No further information was provided.